Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista® 500 intelligent lab system. The falsely depressed result was not reported to the physician. The same sample was reprocessed on the original system and a higher result was obtained, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista®500 intelligent lab system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (12-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument filter data and information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site and performed maintenance procedures as part of normal troubleshooting for issues of this nature. Repeat of the same sample yielded expected results. No process errors were observed around the time of the event. Quality control recovered within the customer's expectation. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00295 was filed on 09-nov-2022.